Event description:
A report was received that the patient was not getting adequate coverage. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was not getting adequate coverage. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.